Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that usb cable no longer function to charge the pump. Additionally, it was reported that the customer received a power source alert. There was no reported adverse impact to customer's blood glucose level. Replacement cable was sent to the customer to resolve issue.